Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a brockenbrough procedure, a polarmap catheter was selected for use. It was reported that a polarx balloon and a polarmap catheter were placed in the polarsheath, and a premap was performed with the map catheter. After premapping, the ablation was attempted in the left superior pulmonary vein (lspv), but the patient's blood pressure was low (150 in normal times, around 50 in abnormal times). An echocardiogram immediately confirmed the presence of blood in the pericardial cavity, which was diagnosed as cardiac tamponade. An echocardiogram was used to find a hole, but it could not be confirmed, and as a result, a pericardial puncture was performed. The blood could no longer be drawn, and the patient's blood pressure returned to around 100. After observing the situation for a while, hemostasis was performed. The procedure was not completed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: b5.

Event description:
During a brockenbrough procedure, a polarmap catheter was selected for use. It was reported that a polarx balloon and a polarmap catheter were placed in the polarsheath, and a premap was performed with the map catheter. After premapping, the ablation was attempted in the left superior pulmonary vein (lspv), but the patient's blood pressure was low (150 in normal times, around 50 in abnormal times). An echocardiogram immediately confirmed the presence of blood in the pericardial cavity, which was diagnosed as cardiac tamponade. An echocardiogram was used to find a hole, but it could not be confirmed, and as a result, a pericardial puncture was performed. The blood could no longer be drawn, and the patient's blood pressure returned to around 100. After observing the situation for a while, hemostasis was performed. The procedure was not completed. It was reported that after the cardiac tamponade occurred, drainage was performed, and the patient recovered.